Manufacturer narrative:
Additional information received: patient´s legal counsel reported that the bowel was reported near the ileocecal valve, a thermal injury was observed from the acessa procedure, the patient received an exploratory laparotomy to fix the perforation with a primary anastomosis that leaked, was repaired and had a washout procedure, patient spent a month in the hospital. No lot number could be provided.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient received an acessa procedure on (B)(6) 2020 and a bowel perforation was reported. No other information available.